Event description:
A consumer reported false negative inteliswab test results to oti consumer support. The consumer stated they tested positive on (B)(6) 2024 and then tested negative on (B)(6) 2024 using inteliswab tests. The consumer stated all directions were followed for both tests and added that they felt very sick. It is unknown if a pcr test was taken to confirm the test results.

Event description:
A consumer reported false negative inteliswab test results to oti consumer support. The consumer stated they tested positive on (B)(6) 2024 and then tested negative on (B)(6) 2024 using inteliswab tests. The consumer stated all directions were followed for both tests and added that they felt very sick. It is unknown if a pcr test was taken to confirm the test results.

Manufacturer narrative:
The consumer reported false negative inteliswab test results but did not state if a pcr test was performed confirming the false negative test results. No additional follow up is to be expected with this complaint and the incident will be closed internally.